Manufacturer narrative:
(B)(4).

Event description:
It was reported the avx thrombectomy catheter was selected for use and broke inside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an avx thrombectomy set. With visual and tactile examination showed that the pump side was cut off and not returned. The tip of the catheter windows stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the avx thrombectomy catheter was selected for use and broke inside the patient. No patient complications were reported.